Event description:
It was reported through the research article "early ventricular arrhythmias after left ventricular assist device implantation" that early ventricular arrhythmias (evas) were a significant concern following left ventricular assist device (lvad) implantation. A single center retrospective analysis was conducted on patients who underwent lvad implantation from 01oct2006, to 01oct2022. Eva was defined as an episode of sustained ventricular arrhythmias (va) identified 30 days after lvad implantation. A total of 789 patients underwent lvad implantation (mean age of 62.9 years, heartmate 3 41.4%, destination therapy 43.3%). Evas had occurred in 100 patients (12.7%). Patients had a history of end-stage renal disease (odds ratio [or] 5.6, 95% confidence interval [ci] 1.45-21.70), preoperative electrical storm (or 2.82, 95% ci 1.11-7.16), appropriate implantable cardiac defibrillator therapy before implantation (or 2.8, 95% ci 1.26-6.19), and were independently associated with evas. Eva was associated with decreased 30-day survival (hazard ratio 3.02, 95% ci 1.1-8.3, p = .032). The median number of days of follow-up while on lvad support was 1594 days. 55 patients had a 30-day mortality, 31 patients had passed away due to cardiovascular related death, 24 had passed away due to non-cardiovascular related deaths, 173 were transplanted. The median days to transplant for patients was 534 days. Cardiovascular death had occurred more frequently in patients with evas (57.1% vs 38.3%), including a numerically greater rate of death from right ventricular failure among patients with evas (33.3% vs 18.6%). There was no difference in transplant-free survival time between patients with and without evas (hazard ratio 0.82, 95% ci 0.5-1.4, p = .454). In conclusion, identifying patients at higher risk for evas allowed for targeted interventions, which may have improved outcomes in this population.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as (01oct2022) as data was collected between 01oct2006 and 01oct2022. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: oates, c. P., lam, p. H., lawrence, l., bigham, g., meda, n. S., binaya basyal, hadadi, c. A., rao, s. D., hockstein, m., shah, m., & sheikh, f. H. (2023). Early ventricular arrhythmias after left ventricular assist device implantation. Journal of cardiac failure. Https://doi.org/10.1016/j.cardfail.2023.11.018 georgetown university school of medicine, washington, dc. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section e: reporter information corrected. Section g2: report source corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 devices and the patient outcomes could not be conclusively determined through this evaluation. The research article titled ¿early ventricular arrhythmias after left ventricular assist device implantation¿ was received. The article sought to identify the incidence of early ventricular arrhythmias (evas), risk factors associated with the development of eva, and the prognostic significance of eva in durable left ventricular assist device (lvad) patients. A single-center retrospective analysis was performed of patients older than 18 years of age who underwent lvad implantation from (B)(6) 2006 through (B)(6) 2022. Patients were either implanted with heartmate ii, heartmate 3, or heartware devices. The study included a total of 789 patients with 188 patients (23.8%) implanted with heartmate ii, 327 patients (41.4%) implanted with heartmate 3, and 273 patients (34.6%) implanted with heartware. Evas were defined as sustained ventricular arrhythmias occurring less than 30 days after lvad implantation. Of the 789 lvad patients, 43 patients (6.2%) who had no eva after lvad implant expired within 30-days and 12 patients (12.0%) who had eva after lvad implant expired within 30 days. The article showed that, of the patients that expired within 30 days, 31 patients expired due to cardiovascular reasons and 24 patients expired due to non-cardiovascular reasons. Additionally, the article showed that expirations due to cardiovascular reasons were more frequent in patients with evas (57.1% versus 38.3%), including a numerically greater rate of death from right ventricular failure among patients with evas (33.3% versus 18.6%). The study concluded that evas are a frequent complication occurring in more than 1 in 10 lvad patients, evas are associated with an increased 30-day mortality, the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right ventricular failure and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.